Event description:
It was reported that the patient was experiencing a near syncopal event when presented for a follow-up. Upon interrogation, their pulse generator was found in backup mode. The device could not be restored due to low battery voltage. The device was explanted and replaced on (B)(6) 2014.